Event description:
Patient was revised to address pain and loosening.

Manufacturer narrative:
The product was not returned for examination. Product information required to search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported event without the product to examine. The reported patient large physical stature and high activity level are possible contributing factors. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.